Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side "rupture." Device has been explanted and replaced.

Event description:
Patient reported right side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, deformation, brown particles on the surface of the shell. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no openings or issues related to rupture device were observed." Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.